Event description:
The hospital maintenance person reported that this bed had a unintentional downward movement from the bed high position. After troubleshooting with a hill-rom svc tech, it was found that the brake mechanism on the hilo drive was worn, and needed to be replaced. There were no reported adverse events associated with this bed malfunction.